Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated ¿dark spots were found inside the tube.¿

Manufacturer narrative:
Investigation: bd received a sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for embedded fm (black spot) in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated ¿dark spots were found inside the tube.¿